Event description:
The customer contact reported device touchscreen failure. It was reported during programming prior to patient use the device touchscreen failed. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.